Event description:
The customer reported that the system displayed a collimator iris potentiometer error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The service representative inspected the system and the reported issue could not be duplicated. The system was tested and found to be working as intended and put back in service.